Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that the white part below the spike of the device separated from the clear part where it was intended to be bonded. The nurse was setting up a chemotherapeutic infusion in a pump and it separated when hung. The nurse was exposed, took a shower, donned new clothing and went to the employee health. There was no patient or staff harm.

Event description:
The customer reported that the white part below the spike of the device separated from the clear part where it was intended to be bonded. The nurse was setting up a chemotherapeutic infusion in a pump and it separated when hung. The nurse was exposed, took a shower, donned new clothing and went to the employee health. There was no patient or staff harm.

Manufacturer narrative:
No product will be returned per customer. The customer complaint of spike separated was confirmed. The customer¿s photo was evaluated and the reported event of spike separation was observed to be from the drip chamber spike to the port spike. The root cause of this failure was not identified as no product was returned.